Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight and broken shell and others. A microscopic analysis was performed which identified broken striated on the radius. Based on the device analysis the final assessment is: striated broken due to surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "deflation". Device remains implanted.